Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose events. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had several no deliveries and motor error alarms. Customer also reported that the blood glucose reading went up to over 600 mg/dl and current blood glucose reading was 444 mg/dl. Customer had the symptom of nausea and treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for possible site or insulin issues, to check if settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reported that the insulin pump had a motor error and no delivery alarm. The customer stated that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm, encoder signal out alarm, excessive no delivery alarm or unexpected low reservoir alarm during testing noted. Motor passed the motor test.